Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient receiving an unknown medication (unknown con centration and dose) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. The rep reported that an update was performed on the patient¿s pump on (B)(6) 2016, but there was no session data report created. The rep wanted to know if there was a way to verify that the pump was updated. The 8840 programmer contained an aah software card. The manufacturer¿s technical specialist reviewed that if the "ok" button wasn¿t clicked after the pump was updated, a report might not have been created. The rep could not remember whether the ¿ok¿ button was clicked or not. No symptom was reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.